Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump allegedly emptied the insulin within the cartridge when the patient performed the load step. At the time of concern, the subject pump did not prompt a "no cartridge detected" warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
Device evaluation submitted 11/08/2012 follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no defect was found. The black box review shows numerous "loss of prime" warnings with low non -zero force. The force sensor calibration test confirms the sensor is detecting the correct force. Performed "ez-prime" operation and the pump was able to prime successfully. Exercised pump on a 1u/hr basal rate for 24 hrs with no loss of prime alarms give. The pump was opened for further investigation, the old and force sensor flex pins are intact with no evidence of dislodging, examination shows no defects on the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.